Manufacturer narrative:
Device manufacture date: (B)(4) 2018 - (B)(4) 2018. Two (2) actual samples and one (1) companion sample were received for evaluation. A visual inspection with naked eye was performed with no issues noted. An underwater pressure test was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were leaking inside the box. The patient stated that they received a box from ups that was already open and confirmed that the leak was clear. The issue noticed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.